Event description:
(B)(4): it was reported that parts of the visum branding label on a halogen surgical light head were peeling off. There was no pt involvement and no reported adverse consequences.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. Photographic images were provided to the MFR of the light head with the alleged peeling label however, no actual device was returned to stryker communications for add'l eval. Through the photographic images, it was confirmed that the label on the light head was peeling. Eval summary: the affected components have not been returned to the MFR for further eval, however, photographic images have been provided. From an eval of the photographs, it would appear that the triggering event for the peeling label may be due to corrosive cleaning agents or the light head being impacted by other devices. In this instance there was no reported pt involvement and no report of any label material flaking off during a surgical procedure. This is not a single use device.